Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers, pan the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be detached at proximal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence of the subject ple60a device, utilizing a green cartridge, unformed and non-deployed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a gastric sleeve procedure, a long60a with a green reload was being fired on the greater curve. This firing was the third reload used. The two previous firings were uneventful. On the third firing, the reload malfunctioned and the two staple lines closest to the cut line on the patient side did not deploy properly. Additionally, it appears that the side of the reload on the patient side may have pushed up out of the cartridge side of the long60a. All of the firings had seam guard buttressing. The surgeon elected to over sew the area on the stomach that was not closed because of the reload. A new echelon was opened and the case was successfully finished. There were no patient consequences.